Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on an unknown date due to high blood glucose level with an unknown blood glucose level. The customer's reported blood glucose level was 500 mg/dl. They customer was changing the sets and noticed that there was no insulin. The insulin pump will not be returned for analysis.